Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage of the device"), genital haemorrhage ("abnormal, heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping starting on the insertion day"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain female"), rash ("rashes"), pruritus ("itching"), back pain ("back pain"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), headache ("headaches"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, autoimmune disorder, dysmenorrhoea, abdominal pain, pelvic pain, rash, pruritus, back pain, allergy to metals, fatigue, headache and dyspareunia had not resolved and the abdominal pain lower, menorrhagia, anxiety, depression, vaginal haemorrhage and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: need to undergo additional surgical intervention diagnostic results: on (B)(6) 2013, patient had hysterosalpingogram done. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet-events abnormal bleeding (vaginal), autoimmune disorder, migraine were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of the device'), genital haemorrhage ('abnormal, heavy bleeding') and autoimmune thyroiditis ('hashimoto thyroid disease') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2013, patient had hysterosalpingogram done. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping starting on the insertion day"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain/dysmennorhea (cramping)"), menorrhagia ("prolonged menses/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain female"), rash ("rashes"), pruritus ("itching"), back pain ("back pain"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), headache ("headaches"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal discharge ("vag. Discharge"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, autoimmune thyroiditis, dysmenorrhoea, abdominal pain, pelvic pain, rash, pruritus, back pain, allergy to metals, fatigue, headache and dyspareunia had not resolved and the abdominal pain lower, menorrhagia, anxiety, depression, vaginal haemorrhage, migraine, metrorrhagia and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune thyroiditis, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pruritus, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need to undergo additional surgical intervention patient received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, rash/skin condition, hashimoto thyroid disease, vag. Discharge, fatigue and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event autoimmune disorder was updated to hashimoto thyroid disease. Following events were added: metrorrhagia (bleeding b/w periods) and vaginal discharge. Medical history and lab data were added. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("breakage of the device"), genital haemorrhage ("abnormal, heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient (gravida -1, para -1) who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("cramping starting on the insertion day"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), pelvic pain ("pain female"), rash ("rashes"), pruritus ("itching"), back pain ("back pain"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), headache ("headaches"), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea, genital haemorrhage, abdominal pain, pelvic pain, rash, pruritus, back pain, allergy to metals, fatigue, headache, autoimmune disorder and dyspareunia had not resolved and the abdominal pain lower, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pruritus and rash to be related to essure. The reporter provided no causality assessment for abdominal pain lower with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abnormal menstruation pain, abnormal, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, rashes and itching, breakage of the device, back pain, nickel allergy, fatigue, headaches, autoimmune disorder, dyspareunia, anxious and depressed was added case classification updated to potential legal case. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.